Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow button and the keypad was worn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the ok and contrast buttons were unresponsive; the down arrow and up arrow buttons were intermittently unresponsive. There was evidence of contamination found under all key contacts. The cover was observed to be peeling along the edge exposing the down arrow and ok button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons had been intermittently unresponsive for two months and the keypad was peeling from the top of the keypad. Reportedly the tactile changes occurred prior to the keypad peeling. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a case or pouch outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.